Event description:
It was reported that on (B)(6) 2014, the 3.5x28mm xience v stent implant was deployed. There were no reported device or procedure issues. On (B)(6) 2014, the patient presented with a fever and angina. Thrombosis was noted. Treatment was not reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent implant remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Angina, fever, and thrombosis are listed in the xience v everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. A review of the lot history record revealed no non-conformances. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.